Manufacturer narrative:
The reported event of device had under infusion was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 26apr2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module had under infusion, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported prbc (packed red blood cell) transfusion given. Volume of bag was 270ml, order to only give 242ml. When transfusion was complete, it appeared there was still a large amount of volume in the bag. We are not sure if the pump delivered the full amount of 242ml or if the bag actually had more than the 270ml in it. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Patient has leukemia.

Event description:
It was reported prbc (packed red blood cell) transfusion given. Volume of bag was 270ml, order to only give 242ml. When transfusion was complete, it appeared there was still a large amount of volume in the bag. We are not sure if the pump delivered the full amount of 242ml or if the bag actually had more than the 270ml in it. No patient harm was reported.